Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed migration of l5 lead. Diagnostics revealed high impedances on s1 lead and high energy requirement to obtain effective therapy using l4 lead. And as a result, surgical intervention was undertaken on (B)(6) 2025 wherein all 3 leads were explanted and replaced to address the issue.